Event description:
It was reported that the cause of the volume discrepancy was presumably due to the dislodgement of the catheter that lead to kinking.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a volume discrepancy occurred. The expected volume was 3 ml, but the actual volume was 20 ml. The physician found the reservoir completely full of drug. She performed x-rays and noticed that the catheter was partially out of the intrathecal space (only the tip was still in the intrathecal space for one vertebral body). A few days after implant the patient had experienced cough and vomiting that could have contributed to the dislodgement. The patient did not experience any additional symptoms, but had spasticity as before implant. A revision was performed on (B)(6) 2012. The patient was opened at the back at the level of connection between spinal and pump segments. The same spinal segment was repositioned and cerebrospinal fluid flow was verified. Before proceeding with reconnection of the spinal and pump segments, they tried to infuse 2 different bolus programmed from the pump but they could not notice the drug drop at the distal end of the pump segment. For this reason they tried to give a saline solution bolus through the cap with a 24g needle, but it did not work. Afterwards they decided to open the patient at the level of the pocket. Even with the pump outside the pocket but still connected to the catheter, the bolus given through the cap did not show any drop at the distal tip of the pump segment of the catheter. For this reason, they disconnected the pump from the catheter, flushed the cap and injected saline directly into the pump segment and it worked. After that, they reconnected the pump to the pump segment and the pump segment to the spinal segment and closed the patient. They could not check after reconnection if misalignment was still present but they immediately noticed a reduction of spastic symptoms in the next days that could be a clue of correct connection. The drug being used in the pump was lioresal.

Manufacturer narrative:
Product ID 8731sc, serial# unknown, implanted: (B)(6) 2012, product type catheter. (B)(4).